Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an intraocular lens (iol) was exchanged due to a myopic surprise. In a follow up, an ophthalmic assistant clarified that three weeks after the lens was initially implanted the posterior capsular bag tore as the lens was being removed from the patient's eye. Another lens was successfully implanted into the sulcus. The patient was reported to be happy with the outcome. Additional information was requested.

Manufacturer narrative:
The product was returned. Solution is dried on the lens. Optic and haptic damage was observed. Product history records were reviewed and documentation indicates the product met release criteria. The root cause could not be determined for the reported complaint of myopic surprise, ruptured capsular bag". Bent haptic damage was observed. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The surgeon noted the capsular bag broke as the lens was removed. Root cause is unknown. The patient was noted to be happy with the final lens in the sulcus. (B)(4).

Manufacturer narrative:
A lens bench evaluation was conducted with the returned damaged lens. While 100% conclusive results cannot routinely be made on a damaged lens, the results show that the optical resolution is acceptable; lens meets specification for focal length equaling a 23.0 diopter. (B)(4).